Event description:
Information received regarding the explanted device notes that initial measured battery data was 2.32v, 442ua with a magnet rate of 73.9 ppm. Reprogramming to different pacing modes resulted in appropriate battery data but subsequent measurements again showed the rrt values. There were no consequences after the event, but the patient felt "edgy".